Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red, bumpy raised/swollen/itchy/feels like a sun burn skin irritation under all 3 te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised calling zoll for the skin irritation. Follow up indicated that the skin irritation is the same. A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red, bumpy raised/swollen/itchy/feels like a sun burn skin irritation under all 3 te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised calling zoll for the skin irritation. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red, bumpy raised/swollen/itchy/feels like a sun burn skin irritation under all 3 te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised calling zoll for the skin irritation. Follow up indicated that the skin irritation is the same.